Event description:
This unsolicited device case from united states was received on (B)(6) 2015 form a healthcare professional (physician's assistant). This case involves a female patient of unknown age who was complaining of pain and swelling, 30 cc was aspirated and upset her stomach after receiving treatment with synvisc one and methylprednisolone (medrol dosepak). The patient had used synvisc one previously also (about 6 months ago). No medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2014, the patient received treatment with synvisc one injection once (dose, route batch/lot number, expiration date and indication: not provided) into an unspecified location. This was the second time the patient was receiving the synvisc one injection. On (B)(6) 2014, the patient complained of pain and swelling. It was reported that the patient was seen a few days later and it was moderately swollen and she still had pain. On an unknown date, the patient was put on methylprednisolone (dose, form, route, frequency, batch/lot number and indication; unknown) for pain and swelling which upset the patient's stomach. It was reported that a couple of days later, 30cc of fluid was aspirated and steroid (unspecified) was injected into the knee. Action taken: unknown for methylprednisolone. Corrective treatment: not reported for upset her stomach. Outcome: unknown for all the events.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness critera: required intervention for complaining of pain, complaining of swelling, aspirated 30cc. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2015: this case concerns a female patient of unknown age who experienced pain and swelling after receiving treatment with synvisc one. The casual role of the suspect cannot be excluded in the occurrence of the events considering the compatible temporal relationship. However, lack of information regarding the underlying condition of the patient, any past medical drugs used by the patient makes the complete medical assessment of the case difficult.